Manufacturer narrative:
D3: correction d9: 29-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported error code 42224. The event logs showed some other system faults: 42221 and 46920. The most probable cause of these errors was not able to be identified. Functional testing did not duplicate the reported issue. Preventatively the main board and downstream occlusion sensor were replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 42224. There was unknown patient involvement, no patient injury reported.